Manufacturer narrative:
The instrument accessory was returned and evaluated. It was determined that the cannula accessory failed its functional test. The insert obturator and stiffness were felt and observed towards the end of the tip area. The cause of the failed functional test was likely due to mishandling/misuse. Failure analysis investigation also found an indentation at the tip end with no broken pieces observed. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cannula found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
The site had reportedly returned the affected part to intuitive surgical with no reported symptom. It was determined that during failure analysis evaluation that the returned cannula accessory had failed its functional test. There have been no reports of patient harm, adverse outcome or injury presented to intuitive surgical at the time of this report. No additional information has since been provided to date.